Manufacturer narrative:
There was no patient involvement or injury alleged with this incident. The alleged issue with the rpl450-1 patient transport lift hanger bar hardware could not be confirmed and the underlying cause has not been determined. The description of the alleged issue is consistent with a previously investigated issue. This lift was manufactured by invacare invamex november 2011 which is prior to design changes, updates to work instructions and user instructions clarifying maintenance and replacement instructions. The lift is past its end of life of 8 years. If additional information is received, a follow-up report will be filed.

Event description:
The dealer reported that the pin that attaches the hanger bar on the rpl450-1 patient lift keeps coming out on the lift.